Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill bit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill was slightly curved. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Adverse event problem: one used 4.5mm cannulated endoscopic drill, intended for treatment, was returned for evaluation. Visual assessment of the drill confirmed the reported complaint. The drill is slightly bowed. The drill is scored at its proximal end where it interfaces with the drill chuck. The condition of the device indicates the drill was subjected to excessive force when placing it in the drills chuck. Per the device instructions for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery the drill was slightly curved. No patient injuries reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.